Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 7232cx, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that there are wires everywhere, sticking through veins, thought physician would straighten wires during routine device replacement. The patient also feels something under breast on side of implant. It was further reported by the patient's daughter that the patient can feel the lead move. The patient has not had a device check done. The lead remains in use. No patient complications have been reported as a result of this event.